Manufacturer narrative:
Additional information: b3, g3, h3, h6 the device associated with the reported event was not returned for evaluation. Based on the documented event information, including available photographs, videos, event descriptions, and any additional field data, the most likely cause of the reported device breakage is use error, including incorrect surgical technique. The complaint allegation was not confirmed. No evidence of that failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 22-jan-2026, it was reported by a sales representative via email that two ar-7534 fiberloop 1.3 mm suture tape sutures became unswaged at the suture junction. This did not impact the outcome of the case, as an ar-7534 from a different lot was used to complete the procedure. This issue was discovered during a procedure on (B)(6) 2026.